Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Magnet retention is a known complication with the baha attract system. Issues can in most cases be resolved through equipment troubleshooting e.g. Changing strength of magnet, and/or adding a software pad to the sound processor magnet. There are six different magnet strengths available. (#1 being the weakest, #6 being the strongest). The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Event description:
Per the clinic, the device was explanted under general anaesthesia on (B)(6) 2025 due to the sound feedback and retention issue. The patient was reimplanted with a transcutaneous osia implant system during the same surgery.